Manufacturer narrative:
The battery was discarded. Evaluation cannot be performed. A replacement was sent to the customer. Since the battery was disposed of, the root cause for the battery being unable to be charged could not be identified.

Event description:
The international customer/importer reported that the v60 ventilator battery li-ion, 11ah could not be charged. There was no patient involvement.